Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred. Additionally, it was reported that a valid cartridge alarm 25 (removed cartridge alarm) after the cartridge was removed from the pump. The customer reloaded the cartridge, with 50 units left in the cartridge, and received a valid minimum fill notification. The customer reported a blood glucose (bg) level of 293 mg/dl during these events. The customer addressed bg level with a bolus via the pump after loading new supplies. Insulin delivery was resumed.